Event description:
Device malfunction: device pulled out of tissue track. Symptoms/ae: surgical intervention to repair artery. Time of malfunction and ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, while retracting the device to position the foot against the arterial wall, one foot came out of the artery into the tissue track while the other foot remained inside the artery. When the device was retracted plaque was found to be attached to the suture. The pt was sent to the or although hemostasis was achieved (by an unk method) prior to transporting the pt to a cut down procedure that was performed because of the plaque. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.